Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Battery analysis did not show any abnormal results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician was attempting to interrogate the device, and was unable to establish telemetry. No pacing was noted on telemetry with, or without the programmer head. Follow-up investigation revealed that the device was assumed to have reached elective replacement indicator (eri) status which was likely the reason why they could not establish telemetry. The device was removed and replaced. No patient complications have been reported as a result of this event.